Event description:
It was reported to philips that the wired footswitch cable broke during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Replacement footswitch sent to customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).